Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the rn scanned and hung a new oxacillin 12gm/500 ml primary IV bag to infuse for the duration of 24 hours. Approximately one hour later, the rn responded to the device alarming and upon assessment found that the oxacillin IV bag was completely empty. It was noted that the device stated that the oxacillin had 467.6ml's remaining and a duration of 22 hours and 47 minutes in duration left. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that the registered nurse scanned and hung a new oxacillin 12gm/500 ml primary IV bag to infuse for the duration of 24 hours. Approximately one hour later, the rn responded to the device alarming and upon assessment found that the oxacillin IV bag was completely empty. It was noted that the device stated that the oxacillin had 467.6ml's remaining and a duration of 22 hours and 47 minutes in duration left. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The report of an over infusion of oxacillin was neither confirmed nor reproduced during the investigation. No obvious programming errors were found during the log review. The pcu event log recoded a remote IV infusion message of an unknown medication on (B)(6) 2019 at 1:44:32 pm, at a rate: 20.83 ml/h and a vtbi of 500 ml (an infusion time of 24 hrs). The device alarmed for air in line at 2:56:57 pm and at 3:02:02 pm. The infusion was restarted after each alarm. A delay of 99 minutes with callback set to before was programmed at 3:02:06 pm. At 3:07:58 pm, the device was channeled off by the user. The total infusion time was 1 hour 23 minutes and 26 seconds with a total volume infused of 25.383 ml. Functional testing of the customer-provided tubing set found no leaks or abnormalities. Dimensional analysis showed the tubing to be within specifications for inner diameter and wall max. Timed rate accuracy testing of the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. Internal and external inspection of the pump module found no irregularities. The root cause of the reported over infusion of oxacillin was not identified.